Event description:
According to the reporter, in a partial pulmonary resection, while in the pulmonary parenchyma, a reinforced reload was used. As the knife blade was being advanced to the tip, when one additional push was made, the articulation part was unintentionally greatly bent. The part inside the articulation part was damaged. No device component fell into the patient¿s cavity. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigtrsb45axt, sigtrsb45axt 45mm xtr thk reinforced rel (lot#n4k1612y) sigphandle, sig power sigphandle handle (sn: unknown); sigpshell, sig power sigpshell control shell (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (serial number), g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.